Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the medial toeing pad was found cracked during a routine inspection. The specific surgical information is unknown.

Manufacturer narrative:
The returned retractor was examined. The device had a broken medial toeing pad. It is possible the retractor had weakened over time through repeated uses or that there was a large force applied to the rotation plate during this case that overcame the mechanical capabilities of the device causing it to fracture. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the medial toeing pad was found cracked during a routine inspection. The specific surgical information is unknown.